Event description:
Pump was reported to alarm with a short beep and turn off during an infusion of dopamine and dobutamine. Pt had a resultant hypotensive event. The clinician switched out the pumps and the pt's vital signs stabilized with no permanent injury or adverse outcome.